Event description:
When the patient presented to the hospital, telemetry showed pauses with loss of ventricular sensing and capture. The strips revealed atrial flutter with irregular conduction. Pacing spikes at 70 ppm were seen throughout the strip that did not capture. Several pauses were noted, the longest one being about 1.7 seconds. Further testing was performed and no loss of capture or sensing was seen. Impedance was 273 ohms. A x-ray showed very little slack on the lead.